Event description:
Unable to remove PICC. Moist heat was applied w/o success. 5000 u of urokinase was infused but removal was unsuccessful. Xray was done which showed "drumstick shaped" thrombus at the tip. Pt was given 250,000 units of streptokinase-100,000/hr. PICC was then removed.